Manufacturer narrative:
Qn#: (B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only** other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "the swg was found kinked prior to use on the patient." No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization kit for evaluation. No obvious signs of use were observed on the returned device. Visual inspection revealed a kink near the guide wire distal end. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. After performing functional inspection, the proximal and distal openings of the needle cannulas were further examined. Adhesive residue was observed on the returned device. The presence of adhesive was confirmed via inspection with a uv light. The kink in the guide wire measured 1mm from the distal end. The returned guide wire length measured 4 5/8" which is within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter measured 0.394mm, which is within the specifications of 0.381mm-0.404mm per product drawing. The needle cannula inner diameter measured 0.017" which is within the specifications of 0.0165"-0.018" per product drawing. Functional inspection of the returned device was performed per the instructions for use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 2). When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered while threading the returned guide wire through the needle cannula. Similarly , resistance was encountered while threading a lab inventory guide wire through the needle cannula. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Resistance was encountered while advancing the guide wire through the needle cannula during functional inspection for the returned device which likely resulted in the damage observed. A CAPA was previously implemented to address this issue. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.